Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported ¿diagnosis: "left: suspected rupture differential diagnosis: bleeding. Currently no swelling of the lymph nodes¿, per ultrasound. Devices remains implanted.

Event description:
Patient representative reported, left "rupture with bleeding". And "inflammatory fibrous capsule tissue". The device has been explanted.